Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump failed self test. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer also reported absence of audio from the insulin pump. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error alarm (variable info=3) confirmed in the pump history due to cold solder joint on u1 keypad assembly. The audio tone/beeps functioned properly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, scratched case, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.